Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 60 mg/dl at the time of incidence. Customer experienced that insulin pump had second occurrence of replace battery alert or replace battery now without a low battery alarm. Customer treated with carbohydrate intake. Troubleshooting was performed. Insulin pump will returned for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No low battery alert or replace battery now noted during testing. (B)(4).